Event description:
The subject device was used during a total laparoscopic hysterectomy and bilateral salpingo-oophorectomy. There were several short circuit error messages. At that time, there was a metal forceps near the device. After that the same error occurred while the metal forceps was far from device. It seems that the ptfe pad of the device was slightly separated from the jaw. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, or if the device is returned at a later time, this report will be supplemented.